Event description:
The report states that access site was the femoral artery. The 8fr cook sheath was introduced. The stent was advanced over a terumo guide wire to get to the target. There was total occlusion at the origin of the renal artery. The stent would not cross the lesion and the procedure was abandoned. Diameter of the target vessel was 7mm and the length was 30mm.

Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.